Manufacturer narrative:
.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal fentanyl. The indication for use was non-malignant pain. The patient was hospitalized with mental status changes. The hcp asked if a magnet would stop the patient's pump (no one at the hospital had an 8840). The patient was due for a refill soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.